Manufacturer narrative:
Continuation of d10: product ID: tm90t0, lot#serial#: (B)(6), product type: accessory. Section d information references the main component of the system. Other relevant device(s) are: product ID: tm90t0, serial/lot#: (B)(6), ubd: 11-mar-2026, UDI#: (B)(4), h3. Analysis of the communicator found micro usb charge port is loose. Device will not power on after 1.5 hours, and tm90 recharging circuitry is damaged (l3). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer regarding a patient with an implantable pump containing unknown drug for spinal pain indications. It was reported that the communicator stopped working. Patient said that the communicator wouldn't charge and wouldn't power on at all. A request was sent to the repair department to replace the communicator. When asked for the event date, patient stated that it was yesterday.